Manufacturer narrative:
The mclaren team was able to re-produce the issue as follows: chose a patient with multiple treatment fields, each with a large number of spots per field on the treatment delivery system. Select one of the treatment fields, which has many spots and requires more than 5 seconds to load. Load the field, and while the field is loading, close the field and confirm the closure. Immediately open the second field. Observe the gui screen and compare the target mu for dose delivery. In step 4, the system should not allow for selecting a second field to be chosen while the first one is in process. When the second field was selected, the scan-dose rejected the request without an acknowledgment. The treatment delivery software error is attributed to improper, and failure to stop the wrong field's loading.

Event description:
During the weekly physics chart review, a user discovered that one of the fields for a patient received an incorrect monitor unit (mu). The patient was being treated for prostate cancer, and the plan included three fields. Each field contributed 60cgy to the treatment volume. When the therapist loaded the right lateral field, the posterior field was loaded instead, resulting in the wrong field delivery. However, the gui screen displayed the correct information for the field name, gantry angle, and imaging. This mishap resulted in a dose error of 89.8 cgy or -50.6% to the target for a single fraction.